Event description:
The affiliate alleged the customer reported that a healthcare worker experienced cough and an itchy rash after exposure to cidex opa. The affiliate stated that it is unk whether the room is well ventilated or if the personal protective equipment was appropriate. The healthcare worker did not seek medical attention. Further education on disopa use will be provided to the customer.

Manufacturer narrative:
Skin contact, inhalation, labeled.